Event description:
There was a 1.5 centimeter area of erosion at the midline just distal to the cervix, this is likely where the midline incision was made to place the mesh material. There was also an area of eroded mesh on the right vaginal fornix, very distal in the vagina, consistent with placement of a sling in that area.